Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object in the scope air/water tube and cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, the scope air/water tube and cylinder had foreign matter. Based on the results of the investigation, the most probable cause of the reported failures found during investigation, can be traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.